Event description:
During endoscopic retrograde cholangiopancreatography procedure, basket was located just below cystic duct. The 1mm or slightly larger, hard stone was loaded inside the basket. The crank of the handle was turned 2 or 3 revolutions when the basket cable fractured under the metal spiral at the distal end of the handle. The facility's staff manuevered the basket and released the stone; then removed the basket from the patient by hand.